Manufacturer narrative:
The device was returned to the MFR for repair and evaluation. The service record indicates that the device was manufactured on 10/21/1992 and was last repaired on (B)(4) 2013 for a non-related issue. Evaluation of the device observed that all width plates were nicked along the leading edge. The head and control bar were nicked along the leading edge and the ears of the head were worn. Customer returned a power supply, which was an older style power supply. The device operated erratically with the repairs department power supply before operation ceased. The device no longer operated when tested with the customer's power supply. It was also observed that the screws for the adjustment cams were stripped. Additionally, the device was noted to run intermittently. Prior to repair, the device was outside calibration specifications only at the zero thickness setting on the left and right side. The post-repair, the motor did not operate, drawing 5.13 amps at 12.0 volts dc and became very warm. Corrosion was observed on the exterior casing. Given the corrosion on the motor casing, it is likely that the interior of the motor was corroded as well, which could have contributed to the customer's event. The cause of the corrosion was likely due to the entry of moisture within the handpiece. In addition, improper handling by the customer most likely caused the damage to the head, control bar, width plates and adjustment screws. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer electric dermatome seemed to have burned up. No additional clinical info was received prior to this report. A follow up medwatch will be submitted if additional clinical info is received.